Manufacturer narrative:
The customer was flushing water through tubing on the cell-dyn sapphire instrument, serial number (B)(4), to remove a clot in the dilution cup when some liquid sprayed in her eye. The employee went to the medical center to have the eye checked. There was no treatment provided. Upon a requested site visit by field service the clogging issue was resolved. The performance of the analyzer was not affected by this incident. When the incident occurred, the operator was using a laboratory coat, gloves, and her own prescription eyeglasses. A review of the cell-dyn sapphire operator's manual, protective eyewear should be used when operating or troubleshooting the instrument (i.e. Safety glasses). In this case, the operator was not using the suggested protective eyeglasses. A review of tickets for the cell dyn sapphire did not identify any similar complaints and no trends for the reported issue. Based on the investigation there was no product deficiency identified for the cell dyn sapphire analyzer, sn (B)(4) or the pinch tubing kit, list number 9130687.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer was flushing water through tubing on the cell dyn sapphire to remove a clot in the dilution cup when some sprayed in their eye. The employee was wearing a labcoat, gloves and their own prescriptive glasses. The female employee (not pregnant) went to the medical center to have the eye checked. There was no treatment provided but the employee was drawn to be tested for (B)(6). There was no additional patient information provided.